Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The delivery device was received outside of the loading device. The seal was located inside the body of the loading device. The safety lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load rather than failure to deploy. (B)(4).